Event description:
It was reported that the system's battery life was deteriorating, causing it to shut down unexpectedly and require more frequent charging, which interrupted management. There was no adverse impact to blood glucose level reported. The customer declined further troubleshooting, and no additional actions were taken.